Manufacturer narrative:
The account found the logic board to be corroded. The account replaced the logic board to resolve the issue.

Event description:
The account alleged that when operating the hi/low, the hi/low drives are not operating in sync with each other and that one drive will move in one direction, but the other drive will not move or move much slower. No pt impact.